Event description:
Information received that all four brake casters would swivel when pushed in brake. No injury reported.

Manufacturer narrative:
Technician found all four brake casters would swivel in brake due to faulty casters. Replaced all brake casters to resolve this issue. Bed located in ed.